Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient seen for a routine follow up. The CT revealed a type iii endoleak, separation. The physician elected to treat the type iii endoleak, separation by bridging the two stent grafts with a 16x16x82. The type iii endoleak separation was resolved. The physician stated the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of a single post-implant CT with 3d reconstruction confirmed that an endurant stent graft system was implanted. Near the lower aaa sac, a likely limb disconnection and endoleak was observed between the bifurcate ipsilateral limb and the iliac limb which was placed into the left common iliac artery. The contra limb was positioned within the right common iliac artery. The infrarenal neck and bifurcate aortic body were angulated approximately 45degree r-l to the limbs (at the disconnection) and the suprarenal neck angulated was approximately 60 degree l-r. No other stent graft issues were observed. Review of a single still angiogram image during an intervention confirmed that a limb was placed across the detached limbs on the ipsilateral side, and the endoleak appeared to have resolved. Both the left and right limbs were patent and no obvious stent graft issues were observed. The cause of the limb detachment could not be determined from the images provided. Earlier post-implant were not available for review and the amount of overlap at implant is unknown. It is possible that the component overlap within the unsupported area (within the aneurysm) may have contributed to separation. Possible aneurysm morphology changes, as evidenced by the aortic angulation, may have also contributed.